Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced discomfort and a burning sensation at the ipg. Additionally, the patient noted slight protrusion. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025, during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.